Event description:
Eyes got itchy and irritated due to moldy smell of opti-free puremoist. This is my 2nd bottle which also smells like mold. Quit using it. This product smells like it's old and musty. It even made my contact lens holder smell. Used most of the bottle but then saved it in case it's needed. Reference report mw5115958.

Event description:
Eyes got itchy and irritated due to moldy smell of opti-free puremoist. This is my 2nd bottle which also smells like mold. Quit using it. This product smells like it's old and musty. It even made my contact lens holder smell. Used most of the bottle but then saved it in case it's needed. Reference report mw5115958.